Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant") and pelvic infection ("pelvic infection") in a 22-year-old female patient who had essure (batch no. 646522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: ethnicity african american. Concurrent conditions included bacterial vaginosis, pid pelvic inflammatory disease, pyelonephritis, spondylolisthesis, drug overdose, right lower quadrant pain, fever, abdominal pain, vomiting, leukocytosis, epigastric pain, hypokalemia, colitis and acute cystitis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criterion medically significant), urinary tract infection ("urinary tract infection"), nausea ("nausea"), depression ("psychological or psychiatric problems: depression") and weight fluctuation ("weight loss/ weight gain"). The patient was treated with surgery (removal of essure implant on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, pelvic infection, urinary tract infection, nausea, depression and weight fluctuation outcome was unknown. The reporter considered depression, device dislocation, nausea, pelvic infection, perforation, urinary tract infection and weight fluctuation to be related to essure. The reporter commented: left fallopian tube essure device deployed with notation of 1-2 coils following removal of device. Since there were 14 coils on right. A second essure device passed to fallopian tube and following correct placement and deployment, 2-3 coils noted extruding from tubal ostia. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, urinary tract infection, depression, nausea, weight gain. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received. Events added from pfs- infection (bladder/urinary tract/vaginal): uti, infection (other): pelvic, nausea, psychological or psychiatric problems: depression, weight gain/loss. Concomitant disease, lot number were added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (removal of essure implant on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), device dislocation ('migration of implant') and pelvic infection ('pelvic infection') in a 22-year-old female patient who had essure (batch no. 646522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia. Ethnicity african american. Concurrent conditions included bacterial vaginosis, pid pelvic inflammatory disease, pyelonephritis, spondylolisthesis, drug overdose, right lower quadrant pain, fever, abdominal pain, vomiting, leukocytosis, epigastric pain, hypokalemia, colitis, acute cystitis, cough, sore throat, chills, upper respiratory infection, low back pain, chest pain, difficulty breathing, diarrhea and blood in stool. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), 4 years 4 months after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection"), nausea ("nausea"), depression ("psychological or psychiatric problems: depression"), weight fluctuation ("weight loss/ weight gain") and pyelonephritis ("early pyelonephritis"). The patient was treated with surgery (removal of essure implant on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, pelvic infection, urinary tract infection, nausea, depression, weight fluctuation and pyelonephritis outcome was unknown. The reporter considered depression, device dislocation, nausea, pelvic infection, perforation, pyelonephritis, urinary tract infection and weight fluctuation to be related to essure. The reporter commented: left fallopian tube essure device deployed with notation of 1-2 coils following removal of device. Since there were 14 coils on right. A second essure device passed to fallopian tube and following correct placement and deployment, 2-3 coils noted extruding from tubal ostia. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, urinary tract infection, depression, nausea, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: pfs received. New event: early pyelonephritis were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant") and pelvic infection ("pelvic infection") in a 22-year-old female patient who had essure (batch no. 646522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: ethnicity african american. Concurrent conditions included bacterial vaginosis, pid pelvic inflammatory disease, pyelonephritis, spondylolisthesis, drug overdose, right lower quadrant pain, fever, abdominal pain, vomiting, leukocytosis, epigastric pain, hypokalemia, colitis and acute cystitis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection"), nausea ("nausea"), depression ("psychological or psychiatric problems: depression") and weight fluctuation ("weight loss/ weight gain"). The patient was treated with surgery (removal of essure implant on (B)(6) 2017) and surgery (removal of essure implant on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, device dislocation, pelvic infection, urinary tract infection, nausea, depression and weight fluctuation outcome was unknown. The reporter considered depression, device dislocation, nausea, pelvic infection, perforation, urinary tract infection and weight fluctuation to be related to essure. The reporter commented: left fallopian tube essure device deployed with notation of 1-2 coils following removal of device. Since there were 14 coils on right. A second essure device passed to fallopian tube and following correct placement and deployment, 2-3 coils noted extruding from tubal ostia. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: pelvic pain, urinary tract infection, depression, nausea, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.